Event description:
Primary stability not achieved, implant was completely covered with bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility ((B)(6) are same patient).